Manufacturer narrative:
(B)(4). Medical product: unknown bearing, catalog #: unk, lot #: unk, unknown femoral, catalog #: unk, lot #: unk. Customer has indicated product will not be returned to zimmer biomet for investigation as the product remains implanted. Investigation is in process. When the investigation is complete, a supplemental will be filed accordingly. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-06616, 0001822565-2018-06617, 0001822565-2018-06618. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted in patient.

Event description:
It was reported that patient underwent right total knee arthroplasty. Subsequently, patient is experiencing pain and swelling.

Manufacturer narrative:
The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.